Manufacturer narrative:
Investigation summary: a 20041e sample was received for investigation of pr 2776617 with residual fluid in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 20125847. A visual inspection confirmed the customer's experience as the smartsite had separated from the tubing joint of the 20041e sample; a close inspection of the separated tubing identified some residual solvent at the tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20125847 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20041e in the past 12 months.

Event description:
It was reported that the t-conn w/ll & 1 vlv port tubing was defective and separated in the packaging. The following information was provided by the initial reporter: "the user found broken tube in the package"